Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.h3, h4, h6- lcp drill sleeve 5 f/drill bit ø4.3 (p/n: 323.042, lot #: l603823) was returned and received at us cq. Upon visual inspection, it was observed that the drill sleeve was assembled with the drill bit ø4.3 l180. Scratches from field usage were observed from the device. No other issues were identified. The complaint condition could be confirmed. No definitive root-cause can be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot = part: 323.042, lot: l603823, manufacturing site: hägendorf, release to warehouse date: 02. Nov. 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Photo investigation: the device was not returned. A photo-investigation was performed on all the images located under pc attachment "queensland cst.msg". Upon inspecting all the photos provided, the drill bit is found inserted in the drill sleeve. However, the complaint condition of drill bit jammed inside the drill sleeve cannot be confirmed based on the provided images. The root cause of the complaint cannot be confirmed based on the available images. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition cannot be confirmed during photo investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot - part: 323.042, lot: l603823, manufacturing site: (B)(4), release to warehouse date: 02. Nov. 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, drill bit was jammed within drill sleeve during loan kit inspection. This report is for one (1) 4.3mm threaded lcp(tm) drill guide. This is report 1 of 1 for complaint (B)(4).